Event description:
The customer reported that the system would freeze up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the number three power supply. The system was tested and found to be working as intended and put back in service.